Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be the motor or main board draining the batteries too quickly, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during infusion of chemotherapy, the device exhibited an alarm for battery depleted. The patient went through multiple sets of new batteries and restarted the device multiple times but the alarm persisted. Resolution volume 51.0ml. Per the reporter, there were no adverse patient effects.